Manufacturer narrative:
This case was initially reported via regulatory authority (reference number: FDA-2014-n-0736-1545; FDA-2014-n-0736-2123) on 20-oct-2015 and was forwarded to bayer on 29-oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils had pierced her fallopian tubes"), device breakage ("piece of metal coil was still embedded in her uterus") and embedded device ("piece of metal coil was still embedded in her uterus") in a female patient who received essure for sterilization. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required), device breakage (serious criteria medically significant and clinically significant/intervention required) and embedded device (serious criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (two implants were removed), surgery (hysterectomy) and surgery (hysterectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown and the embedded device had resolved. The reporter considered fallopian tube perforation, device breakage and embedded device to be related to essure. The reporter commented: coils had pierced her fallopian tubes so the two implants were removed. The sharp laborlike pains didn't subside until 3 years later, when she had a hysterectomy. The surgeon discovered the cause: a piece of metal coil was still embedded in her uterus diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: computerised tomogram result was normal. On an unknown date: ultrasound scan vagina result was normal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event(s) and a quality defect is excluded the reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 23-nov-2016: new information was received via lay press: "essure removed shortly after placement" deleted as event; "coils had pierced her fallopian tubes" and "piece of metal coil was still embedded in her uterus" were added as events. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and started to experience pelvic pain (labor-like cramping) leading to a diagnosis of fallopian tube perforation and surgical removal of the coils. The pain did not subside in the following 3 years, when a hysterectomy was performed and a metal piece of the coils (interpreted as device breakage) was found to be still embedded in the uterus (embedded device). The reported events are serious due to medical significance and are anticipated in the reference safety information of essure. Given the nature and course of the events, a causality of essure cannot be excluded (related). This case was classified as incident since device removal was required. A product quality assessment concluded that, in the lack of a valid lot number or complaint samples, no product quality defect could be confirmed or identified. An updated product quality assessment is awaited. Further information is expected only through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1545, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that her experience included having two devices removed shortly after placement but then spending the next three years with chronic pelvic pain, described as labor cramping. She had several CT scans (computerized tomography) and numerous transvaginal ultrasounds that were all deemed normal. She finally insisted on a hysterectomy. She considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) devices removed shortly after their placement. According to her; after this procedure she developed chronic pelvic pain (labor cramping) and finally insisted on a hysterectomy. The reported events are listed according to essure's reference safety information. In this case, consumer stated she had essure inserts removed shortly after their placement; but the reason for this procedure was not specified. Later, she developed chronic pelvic pain for 3 years (after essure removal) with no abnormal findings in CT scans or ultrasounds. However, according to her, she insisted on a hysterectomy. Although limited and discrepant information was provided in this case for a comprehensive causality assessment; since device removal was required causality between this intervention and the suspect insert cannot be excluded. Consumer's pain was considered unrelated to essure since it occurred after devices removal. This case was regarded as incident (device removal required). A product technical analysis is being sought. No active follow-up will be pursued (case identified during health authority website monitoring).

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-jan-2017: new event added: physical pain. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and started to experience pelvic pain (labor-like cramping) leading to a diagnosis of fallopian tube perforation and surgical removal of the coils. The pain did not subside in the following 3 years, when a hysterectomy was performed and a metal piece of the coils (interpreted as device breakage) was found to be still embedded in the uterus (embedded device). The reported events are serious due to medical significance and are anticipated in the reference safety information of essure. Given the nature and course of the events, a causality of essure cannot be excluded (related). This case was classified as incident since device removal was required. A product quality assessment concluded that, in the lack of a valid lot number or complaint samples, no product quality defect could be confirmed or identified. An updated product quality assessment is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back ¡s completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: update quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and started to experience pelvic pain (labor-like cramping) leading to a diagnosis of fallopian tube perforation and surgical removal of the coils. The pain did not subside in the following 3 years, when a hysterectomy was performed and a metal piece of the coils (interpreted as device breakage) was found to be still embedded in the uterus (embedded device). The reported events are serious due to medical significance and are anticipated in the reference safety information of essure. Given the nature and course of the events, a causality of essure cannot be excluded (related). This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 06-may-2016: a legal claim was received. The plaintiff had essure implanted on or about (B)(6) 2008. After being implanted, she began to suffer from severe pelvic pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) devices removed shortly after their placement and had chronic pelvic pain (labor cramping). These events are listed in the reference safety information for essure. In this case, consumer initially reported that following essure removal she developed chronic pelvic pain (labor cramping) for 3 years with no abnormal findings in CT scans or ultrasounds and finally insisted on a hysterectomy. She stated that she had essure inserts removed shortly after their placement, but the reason for this procedure was not specified. On follow-up received from a legal claim, however, she stated that the pelvic pain began after essure insertion and that she had to have a hysterectomy as a result of essure. No mention to essure removal prior to hysterectomy was made (discrepant information received). Although limited and discrepant information was provided in this case for a comprehensive causality assessment, since device removal was required causality between this intervention and the suspect insert cannot be excluded. Pelvic pain was initially considered unrelated to essure since consumer had initially reported that it occurred after devices removal. However, considering information received on follow-up, it is not clear whether the device was actually removed prior to the onset of the pain. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal required. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) devices removed shortly after their placement. According to her; after this procedure she developed chronic pelvic pain (labor cramping) and finally insisted on a hysterectomy. The reported events are listed according to essure's reference safety information. In this case, consumer stated she had essure inserts removed shortly after their placement; but the reason for this procedure was not specified. Later, she developed chronic pelvic pain for 3 years (after essure removal) with no abnormal findings in CT scans or ultrasounds. However, according to her, she insisted on a hysterectomy. Although limited and discrepant information was provided in this case for a comprehensive causality assessment; since device removal was required causality between this intervention and the suspect insert cannot be excluded. Consumer's pain was considered unrelated to essure since it occurred after devices removal. This case was regarded as incident (device removal required). Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued (case identified during health authority website monitoring).